Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that the foot control was not working. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection observed a rusted base and chassis, and the coag pedal cover plate is missing. Functional evaluation revealed no issues. The damage to the device did not impact the functionality. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.